Event description:
It was reported that the fiber popped and cracked once the foot pedal was pressed. The fiber and blast shield were replaced, and the procedure was completed with no patient complications.

Event description:
It was reported that the fiber popped and cracked once the foot pedal was pressed. The fiber and blast shield were replaced, and the procedure was completed with no patient complications.

Manufacturer narrative:
Correction made to d3 manufacture name, manufacture address, manufacturer city, manufacturer zip/postal code, manufacturer country, manufacturer email, g1 MFR site facility name, MFR site address 1, MFR site city, MFR site state, MFR site zip, MFR site country, MFR site phone, h6 evaluation conclusion code.